Manufacturer narrative:
The product was not returned for eval. The customer reported that the cannula dislodged from the infusion site, a condition which could interrupt insulin delivery and contributed to hyperglycemia. Qualification records reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported that his blood glucose reached 25.0 mmol/l (450 mg/dl) less than 36 hrs after the pod was activated. Upon inspection, he noticed the cannula was out of the skin.